Event description:
A complaint of difficulty charging was rec'd. The pt underwent a pocket revision due to the battery being too deep. The surgeon decided to move the pocket and replace the battery. The pt is reportedly doing well.

Manufacturer narrative:
The explanted material will not be returned as it was discarded by the medical facility.